Event description:
It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available about this complaint.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive and required excessive force in order to elicit a response. The contrast keypad button was found to be unresponsive; the contrast button has no effect on insulin delivery function. All of the other keypad buttons were responding to button presses and found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).